Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room following a syncopal episode. Review of stored device memory revealed episodes of ventricular tachycardia (vt). Boston scientific technical services (ts) recommended further device evaluation. No additional adverse patient effects were reported. This device remains implanted and in service.

Event description:
Additional information was received that the cause of syncope was not determined.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.